Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pin hole leak was observed on one (1) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The leak was located on the bag itself. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed. Functional testing revealed a leak at the front of the bag from the dot in the letter ¿I¿ of (B)(4), and ink printing defects were observed in the same area as the leak. Microscopic inspection revealed a small hole in the front of the bag where the leak occurred. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.